Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level ranged from 300 mg/dl to 200 mg/dl. The user addressed bg level with a bolus. There was a delay in clearing the alarm; however, insulin delivery was resumed. Reportedly, the user would continue to use the pump until replacement pump is received.